Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt passed away on (B)(6) 2014. The pt collapsed at home and was appropriately treated resulting in a post shock rhythm of asystole. The pt was then treated five more times while in asystole all treatments resulted in post shock asystole. Post-shock asystole is a known risk of defibrillation.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon receipt the monitor was fully functional. Device eval of electrode belt sn (B)(4) is currently underway. A supplemental report will be sent if a deficiency is identified during servicing. A treatable arrhythmia (ventricular fibrillation) was first detected by the lifevest at 02:16:07 on (B)(6) 2014. The first treatment (02:17:18) converted vf to asystole. Five additional shocks were delivered for asystole. The response buttons were not pressed during the entire event. The lifevest operated according to its specifications. Post-shock asystole is a known risk of defibrillation. Device mfg date: monitor, sn (B)(4); electrode belt, sn (B)(4): 12/2012.